Manufacturer narrative:
Resource optimization & innovation, llc personnel conducted a site visit at the user facility as part of the investigation into the reported event. The user of the gown confirmed that they used a gown that was too small and that they did not cover the wrist cuff with gloves as required. The fluid strike through was present only on the cuff of the gown and not on the areas of the gown where fluid protection is provided.

Event description:
The bile from a case today leaked through the cuff of the gown.

Event description:
The bile from a case today leaked through the cuff of the gown.

Manufacturer narrative:
Resource optimization & innovation, llc personnel conducted a site visit at the user facility as part of the investigation into the reported event. The user of the gown confirmed that they used a gown that was too small and that they did not cover the wrist cuff with gloves as required. The fluid strike through was present only on the cuff of the gown and not on the areas of the gown where fluid protection is provided. Follow up 1-investigation results: see attached "inci115625-closure letter-investigation results".